Event description:
It was reported that the pump battery could not be charged. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter and usb cable. New charging supplies were sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.